Event description:
It was reported that intra-operatively, the lead dislodged and the physician elected to explant the lead and use a different, longer lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.